Event description:
(B)(4). My health change completely after essure . I live in pain 24/7.... After essure I developed fibromyalgia . I was also always heavy bleeding causing me to be extreme anemic. I'd have major pain resulting in a hysterectomy. Headaches ,back aches ..... Cramping and pain in pelvic area.